Event description:
Note: this report pertains to the third of four complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-00887, 3005099803-2011-00888 and 3005099803-2011-00890 for the associated device reports. It was reported to boston scientific corporation that four resolution hemostasis clipping devices were used during a colonoscopy procedure with polyp removal on (B)(6), 2011. According to the complainant, during the colonoscopy procedure, four resolution clips were used to treat a bleeding polyp in the colon. It was reported that the scope was extremely retroflexed. The first clip closed onto the target tissue; however, it would not release from the delivery catheter and became stuck on the polyp. After wiggling and shaking the device, the clip eventually released from the catheter; however, the clip also fell off the tissue into the patient and was not retrieved. The same issue occurred with the second, third, and fourth clips used. All three clips failed to release from the delivery catheter and became stuck on the polyp. After wiggling and shaking the device, the physician was able to release all 3 clips from the catheter; however, they also fell off the tissue and into the patient. None of the clips were retrieved from the patient. The procedure was completed with a fifth resolution clip without complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to the third of four complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-00887, 3005099803-2011-00888 and 3005099803-2011-00890 for the associated device reports. It was reported to boston scientific corporation that four resolution hemostasis clipping devices were used during a colonoscopy procedure with polyp removal on (B)(6), 2011. According to the complainant, during the colonoscopy procedure, four resolution clips were used to treat a bleeding polyp in the colon. It was reported that the scope was extremely retroflexed. The first clip closed onto the target tissue; however, it would not release from the delivery catheter and became stuck on the polyp. After wiggling and shaking the device, the clip eventually released from the catheter; however, the clip also fell off the tissue into the patient and was not retrieved. The same issue occurred with the second, third, and fourth clips used. All three clips failed to release from the delivery catheter and became stuck on the polyp. After wiggling and shaking the device, the physician was able to release all 3 clips from the catheter; however, they also fell off the tissue and into the patient. None of the clips were retrieved from the patient. The procedure was completed with a fifth resolution clip without complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.